Manufacturer narrative:
Additional info: results of information: a revision surgery due to a patient fall and the resulting femur fracture was reported. A polarstem stem std ti/ha 0 non-cem was removed. A visual inspection could not have been done, no article was send back. No medical documents were received for investigation. Therefore no medical assessment can be performed. The DHR/batch record review shows no deviations according to specification and it can be assume that the issue is not product related. Further investigations are not planned and the complaint will be closed. If additional information will be available this complaint will be reopened.

Event description:
It was reported that a patient required revision surgery due to falling out of bed and incurring a femoral fracture. Cables were implanted for the fracture and a distal fixing stem was inserted. The case was completed successfully and the surgeon was happy with the outcome.